Event description:
Report rec'd from the USA stating that the bottom of the foot control device "separated from the base." The alleged defect was discovered during set-up, while a pt was in the room. There was a two to three min delay in surgery as a result. An identical spare foot control device was available. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The foot control device was not rec'd for eval. If add'l info is rec'd, a supplemental report will be sent.